Event description:
Device 1 of 2 - reference MFR report #: 1627487-2012-05414. The pt has an ipg and two leads (from the same lot). It was reported, the pt is experiencing overstimulation and inadequate coverage. It was also reported, the scs system remains on when the pt attempts to turn it off. An sjm rep attempted to troubleshoot the issue but was unsuccessful. The pt may undergo surgical intervention on a later date. He is scheduled to discuss the next course of action his doctor. At this time all contacts have been set in neutral position to ensure no active stimulation is being delivered to the pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.